Event description:
It was reported that during surgery the nail was fully seated, the surgeon drilled through the gold/silver drill guide combination from the greater trochanter to the lesser trochanter. The drill bit keeps on hitting the nail and not going through the hole in the nail. When the nail needed to be distracted or ¿back slapped¿ the guide bolt broke off in the nail.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incidents. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported events .at this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual products involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened.¿ no further actions are being taken at this time.